Manufacturer narrative:
The device is not being returned and no photographic evidence was provided. Therefore, the reported failure could not be verified. A lot history review could not be performed since a lot number was not provided. A review of the device history review could not be performed since a lot number was not provided. (B)(4). Per the instructions for use, the user is advised the following: grasp handle and push foam head straight into the trocar. Do not release or bend the vuetip trocar swab. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, lapvue10, was being used on an unknown date during a whipple procedure and the ¿trocar cleaner tip in the laparovue pack fall off inside the trocar while in use, and they had to use an instrument to push the tip inside the patient to be able to extract. I was informed that this has happened a few other times besides the recent event.¿ this complaint was created to capture the ¿happened a few other times¿. (B)(4) captures the 1st event reported. There was no patient injury.